Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the probe is no longer yielding a good picture. Superficial, large veins we're not too much of an issue but as we went deeper clarity was replaced by "fuzziness". Settings on device were brightness: 80%, image: low contrast, image filter: 3.